Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.50/3/009 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.